Event description:
A report was received that the patient was experiencing discomfort in his back and left leg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort in his back and left leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-4316, lot #: 14802053, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.